Manufacturer narrative:
Customer alleged the insulin pump having broken reservoir ring. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. No broken reservoir ring noted during visual inspection. The device p-cap / test reservoir locks in place properly and no anomaly noted. Device passed the displacement test. Device had cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, label damage. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the retainer ring was broken. The device will be returned for analysis.